Manufacturer narrative:
Other applicable components are: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving dilaudid, concentration 15 mg/ml at a dose of 1.5 mg/day, bupivacaine, concentration 15 mg/ml at a dose of 1.5 mg/day and clonidine, concentration 170 "mugs"/ml and at a dose of 17 "mugs"/day via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had loss of pain control approximately 3 months ago from the date of this report. No environmental/ external/patient factors that may have led or contributed to the issue were reported. It was reported that a catheter dye study was done on (B)(6) 2017 and was failed. It was reported that surgical intervention occurred: a catheter revision took place. It was reported that during surgery it was noted that there was a leak in the spinal segment of the catheter and that portion was replaced. It was reported that the issue was resolved at the time of this report. It was reported that the patient status at the time of this report was "alive - no injury." The patient¿s medical history included osteoporosis, osteopenia, oral allergy syndrome (oas), osteoarthritis, chronic obstructive pulmonary disease (copd), depression and hypo thyroid. The patient¿s concomitant medications included fosamax, asa, calcium carbonate, synthroid, mvi, verapamil and claritin. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. The hcp was thinking the cause of the loss of pain control was the catheter leak. However, surgery was just 3 days ago (B)(6) 2017, and the patient¿s post op appointment was not until next week (B)(6)2017. After cessation/ reduction of pain medication, the hcp would always start the patient¿s pump back at a very low dose. Since the patient had not had his post op visit yet, they were not able to determine if the issue had resolved at this early date (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was a catheter leakage. A catheter access port (cap) contrast study was done on (B)(6)2017 and failed. The catheter was explanted/replaced on (B)(6)2017, and device disposition was unknown. The event resolved without sequelae on (B)(6)2017. The etiology of the event was related to device or therapy and unlikely related to implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was a catheter leakage. A catheter access port (cap) contrast study was done on (B)(6)2017 and failed. The catheter was explanted/replaced on (B)(6)2017, and device disposition was unknown. The event resolved without sequelae on (B)(6)2017. The etiology of the event was related to device or therapy and unlikely related to implant procedure. No further complications were reported/anticipated. (B)(6)2017 psr update (sdy,hcp): additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was recent poor pain relief. It was noted the patient recently experienced poor pain relief. Recent evaluation in the pain clinic revealed leaking of the it catheter near the spinal anchor site. On (B)(6)2017, the catheter anchor was intact but the catheter was leaking from a longitudinal rent in the catheter wall just proximal to the anchor. The catheter was returned to the manufacture.

Manufacturer narrative:
Analysis of the catheter (B)(4) found a catheter body hole that was caused by a deep abrasion. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. If information is provided in the future, a supplemental report will be issued.